Manufacturer narrative:
The subject device is not available for evaluation, was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information a 23mm 3300tfx aortic valve was explanted after implant duration of five (5) months due to suture line dehiscence causing severe periprosthetic aortic valve regurgitation. The valve was replaced with another 23mm 3300tfx aortic valve. Per medical records the patient presented with symptoms of chf and s/p cva. Repeat blood cultures were negative. Antibiotics were given for uti for enterococcus faecalis and e coli. She underwent a redo avr and laa amputation. Intraoperatively the aortic valve was excised, the suture line along the ncc was dehisced (beneath the ncc is the healed abscess from the 1st surgery that created a pouch with the false lumen outside the aorta.) Infra annular pledgeted sutures were placed along the right and left coronary sinuses and pledgets along the non-coronary sinus outside the aorta and through the annulus. Another 23mm 3300tfx was seated and secured with cor-knot. Post-op tee showed a well-seated aortic valve with no periprosthetic leak. There were no complications. On pod #7, the patient was discharged to rehab facility on 81mg aspirin and coumadin. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.